Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 24.5mmol/l on the contour next. He did not have any symptoms, so repeated the test on a different meter. The result was 6.4mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. Customer obtained new meter and strips.